Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and a review of the logs. The power controller and anesthesia control boards were replaced. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The distributor reported the unit went into a system malfunction during the preoperative checkout. There was no report of patient involvement.